Event description:
A patient underwent surgical removal of a bardport implantable vascular access device catheter. The catheter was removed, and post operative chest x-ray revealed a retained silicone rubber cover (covers the catheter lock). The retained piece was removed successfully without complications to the patient.